Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge with insulin; the cartridge could not be fully loaded. Customer's blood glucose was in the 300 mg/dl range. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.